Event description:
The facility reports the lifeguard was operating the hoist, raising it from the water, when it gave way. The pt was in the chair at this time. She fell into the water in the hoist, her head going under the water. At this point, the lifeguard jumped into the water to help stand the pt up. The pt's carer also jumped into the water to assist the lifeguard. The floor was then raised and three members of staff and two carers assisted in lifting the pt from the floor. No injuries were reported. (B)(4).